Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was dislodged one-day post implant procedure. A post-operative chest x-ray was performed and dislodgement was confirmed. It was noted that the atrial lead was in a different position than where it was actually placed and it was clearly in the ventricle. Pacing high lead impedance and loss of capture was also noted. The right atrial lead was repositioned on (B)(6) 2018. The lead remains implanted and the measurements was normal post procedure. The patient was stable before, during and after the procedure and was discharged the following morning.